Manufacturer narrative:
An event regarding failure to extend involving a jts midshaft femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts midshaft joint saver femoral replacement which was inserted on (B)(6) 2012. The surgeon reported that the implant cannot be extended further. The imaging provided via email in powerpoint showed that the implant has been extended by 32mm which hasn¿t reached its capacity of 50mm. However the radiographic assessment cannot confirm the reason for no longer extending. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 22 november 2012 with no reported discrepancies. Complaint history review:there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Surgeon reports patient status post right expandable stanmore prosthesis implanted (B)(6) 2012 has 2.5cm shortening. Further attempts at lengthening alleged "no longer working" after multiple attempts.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Surgeon reports patient status post right expandable stanmore prosthesis implanted (B)(6) 2012 has 2.5cm shortening. Further attempts at lengthening alleged "no longer working" after multiple attempts.